Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter:occurred during a laparoscopic lobectomy. The product was unable to fire. The surgeon was able to press the green firing button but was not able to squeeze the handle. A new product was used to complete the case. There was no patient injury.